Event description:
While applying fco (field change order), the field service engineer stated that the mrx device needs a battery pca. There was no patient involvement.

Manufacturer narrative:
(B)(4).